Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 and experienced intermittent suction alarms and an episode of ventricular tachycardia, which improved after multiple blood products were transfused and the pump was repositioned. The cassette tubing was changed and primed to address "air in purge" alarms. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of low pump flow, positioning issues, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Low pump flow: the pump was not returned. Data logs were not recovered. The cause of the low pump flow was most likely improper positioning of the device as the low pump flow resolved after adjusting position from 6.7cm to 4.6cm. Positioning issues: implant depth was 5.2cm. After 1 day on support, pump was noted as too deep at 6.7cm causing flow issues with no listed cause for the change in positioning. One day later, pump repositioned to a depth of 4.6cm, flow issues resolved. The cause of the positioning issue was not determined due to insufficient clinical details. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.